Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 37642, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator parkinson's disease. It was reported that the mystim patient programmer did not work as the device did not display anything. It was also noted that it was believed that the patient did not do anything to cause the event. The diagnostics/troubleshooting included admitting the patient for the purposes of undergoing exams and the health care provider (hcp) confirming the patient programmer did not work. The actions/interventions taken to resolve the issue included shipping out a new device; however, the event remained ongoing at the time of this report. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the cause of the event, the serial number of the patient programmer and the serial number of the implantable neurostimulator (ins) were all unknown. It was then confirmed that the replacement device resolved the previously reported event and patient did not experience any associated symptoms. No further complications were reported/anticipated.